Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal li-ion battery was replaced to address the issue. The device was further reviewed and during the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module would need to be replaced to address the issue. No repair was performed; the device was not needed for inventory and was scrapped.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal li-ion battery was replaced to address the issue.